Event description:
It was reported that during a da vinci-assisted sleeve gastrectomy, the fourth fire of the sureform 60 instrument did not leave a complete staple line and there were no staples left on the specimen side, leaving a hole. The surgeon redocked to oversew the stomach and repair the defect. The procedure was completed robotically. Intuitive surgical, inc. (Isi) attempted follow-up to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
The blue reload was returned to intuitive surgical, inc. (Isi), but failure analysis (fa) could not replicate or confirm the customer reported complaint. The reload had been used/fired and was not returned with an instrument. Visual inspection displayed no signs of physical damage to the cartridge, knife, pusher, or cover. The reload cover was removed and inspected and there was no damage found. No product issue was identified. An advanced stapler log review showed the sureform 60 stapler instrument was installed on the system 5 times and fired 5 blue reloads. On install 1, the first clamp was successful, and the firing was completed with 1 pause for compression. On installs 2-5, the first clamps were successful, and the firings were each completed with no pauses for compression. The instrument was then removed and not used in the procedure again. There were no relevant errors in the system logs.